Event description:
The customer reported the system displayed an x-ray disabled error code. This message will likely result in a no fluoroscopy x-ray production. No report of patient injury.

Manufacturer narrative:
No conclusion can be drawn, as the customer cancelled the service call.